Manufacturer narrative:
The customer site stated that as catheter came out of sheath physician had difficulty pulling catheter back. Catheter became stuck and distal tip broke off. Visually inspected the returned spiroflex rx thrombectomy set and noticed that the catheter has been broken off approximately 5 inches distal to the mid-joint, the tip has been removed from the catheter and was not returned; there is not enough information to determine why approximately a 1/4 of the catheter was not returned. Operated the thrombectomy set with a known good ultra console and observed a "check saline supply" (underpressure) alarm due to the hypo tube being broken and the distal end of the catheter not being returned. Clinical summary: event consists of broken device during angiojet therapy. The patient is a male who was undergoing treatment of left side of peroneal artery thrombosis. As the catheter came out of a 6 french 40cm sheath from the controlateral side the physician felt resistance advancing the catheter. The physician also felt resistance pulling the catheter back. The catheter became stuck and the catheter broke. The physician used a snare to remove the distal portion of the catheter. There was no harm to the patient but treatment was abandoned. The physician has stated that at no time did the catheter go ahead of the guidewire. The physician believes that the sheath may have kinked due to torturous anatomy and therefore caused a kinking of the angiojet catheter. The patient had no sequelae as a result of this event. The IFU warns the user "do not pull the catheter against abnormal resistance. If increased resistance is felt when removing the catheter, remove the catheter together with the sheath or guide catheter as a unit to prevent possible tip separation." The catheter was returned and inspection revealed that the catheter has been broken off approximately 5 inches distal of the mid-joint, the portion of the catheter distal to where it broke was not returned with the rest of the device. There is not enough information to determine why approximately 1/4 of the catheter was not returned. This event is considered a reportable event as intervention was required to retrieve the distal tip.

Event description:
Dr (B)(6) attempted to use a 4f spiroflex catheter to treat a left side peroneal artery thrombosis. As catheter came out of a 6f 40cm sheath from controlateral side he had difficulty advancing the catheter. He also had difficulty pulling the catheter back. It became stuck and the distal tip broke off. He had to use a snare to remove the tip. No harm to patient was done but treatment was abandoned. At no time did the catheter go ahead of the wire. Doctor believes that the sheath may have kinked d.t. Torturous anatomy and therefore caused a kinking of the aj catheter.